Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injuries and revision surgery; however, no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the gender and brand name. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jul-2015) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that on (B)(6) 2016, the patient underwent surgery for implant of an unspecified bard/davol marlex mesh. It is alleged that on (B)(6) 2018, the patient had unspecified injuries related to a defect in the marlex mesh; and underwent revision surgery. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2016 - patient was diagnosed with reducible recurrent left inguinal hernia thereby underwent laparoscopic converted to open repair with implant of bard mesh pre-shaped with keyhole. Per op notes, ¿an infraumbilical left sided skin incision was made. A direct hernia was identified on the left. A skin incision was then made in the left groin. A bard mesh pre-shaped with keyhole was placed and secured in place to the pubic tubercle with sutures.¿ (B)(6) 2017 - patient had nerve damage. (B)(6) 2018 - patient was diagnosed with left inguinal interstitial hernia and left direct hernia thereby underwent open repair with excision of bard mesh pre-shaped with keyhole. Per op notes, ¿an oblique incision was made. Cord structures noted on the floor of the inguinal canal were extremely scarred down. Two leaflets wrapped around the internal ring were noted and excised. The direct space was inspected. A piece of bard mesh pre-shaped with keyhole was dissected off and excised. The direct space was then reconstructed with suture. An interstitial hernia lateral to the internal ring was identified and reduced with suture.¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injuries and revision surgery; however, no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that on (B)(6) 2016, the patient underwent surgery for implant of an unspecified bard/davol marlex mesh. It is alleged that on (B)(6) 2018, the patient had unspecified injuries related to a defect in the marlex mesh, and underwent revision surgery. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."